Event description:
During an endoscopic vein harvest, the tip of the dissector separated from the device in the upper leg while the surgeon was creating space above the greater saphenous vein. A large surgical clamp was used to grasp the tip. There were no adverse patient consequences. Another dissector was pulled and used to complete the vein harvest.